Manufacturer narrative:
The patient has since been discharged home and continues on lvad support. A portion of the percutaneous lead that was removed during the repair was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient was experiencing high tones, red heart alarms, low flow, pump off and low speed operation alarms. The vad coordinator could reportedly reproduce the audible beeps with manipulation of the external portion of the percutaneous lead. The patient's system controller was exchanged. X-rays of the percutaneous lead and log file data were submitted to the manufacturer for analysis. The hospital also made a request to the manufacturer to further evaluate the patient's percutaneous lead (lead) and a repair of the external portion (distal end) of the lead was performed by the manufacturer's technical services team member.